Manufacturer narrative:
This is an initial report. The product has been requested and a final report will be submitted when the investigation is complete.

Event description:
Customer reported that in the evening in 2009, he had received an adc meter reading of 458mg/dl and self-treated with insulin. He was found the next morning by his friends unconscious. Paramedics were called and transported the customer to a local hospital. He was diagnosed with hypoglycemia and treated with a glucose infusion. Customer also reported that while in the hospital, he received an adc meter reading of 334 mg/dl and the hospital meter read 199 mg/dl. It is unk if these readings were obtained within 10 mins. In addition, this type of readings comparison is not a valid method. There was no report of death of permanent impairment associated with this event.